Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that sometimes his pump is not delivering insulin. He states since this has been happening sometimes his blood sugar will be over 300 mg/dl. No adverse event alleged. A request was made for the return of the device.